Manufacturer narrative:
Concomitant medical products: 556845 lead, implanted: (B)(6) 2012; 694765 lead, implanted: (B)(6) 2010.

Event description:
It was reported by the patient that the patient's lead was "not in the right spot." From follow-up, it was determined that the left ventricular (lv) lead was originally placed in the anterior intraventricular vein, which the physician felt was a sub-optimal location. The lead was removed and replaced, with the replacement lead being located in the lateral branch, which the physician felt was the ideal location. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.